Manufacturer narrative:
(B)(4). (B)(6) hospital, (B)(6). Code 3336-refer to field b6 for the results of the imaging evaluation. Code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and reintervention. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additional devices implanted and/or related to this event: pxa280300/9855430. Code 213 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, the patient was being treated for an abdominal aortic aneurysm with a gore® excluder® aaa endoprostheses. Angiogram images were taken on (B)(6) 2016, and revealed a type ii endoleak and a possible proximal type I endoleak. It was reported there was a reintervention on (B)(6) 2017, the physician implanted a palmaz® stent in the infrarenal proximal neck and will follow up with a computed tomography angiogram (cta) in approximately two weeks. The patient tolerated the reintervention.